Manufacturer narrative:
An MDR is indicated for this complaint. It was reported that a patient was implanted with a pdc sk device at c5-6 on (B)(6) 2025. This implant was identified as one of the lot that was labeled as a 6mm height but was assembled as a 5mm height. At a follow-up appointment the patient reported right hand weakness and surgical site irritation. Imaging found that the implant is kyphotic. Surgeon reported that the patient has <1mm range of motion due to the kyphosis. If the patient's symptoms do not resolve the implant will be revised. A DHR review found no anomalies identified during the complaint, however, this lot has been identified as having an overall implant height that does not match the labeling of the device. Complaint trending found that the rate of complaints is within the level defined in the risk documentation. A review of the risk documentation found that the hazards associated with the complaint are identified and mitigated to a level where the clinical benefits outweigh the harms. The pdc sk device remains implanted in the patient and therefore is not available for evaluation. Imaging was provided that shows the device is kyphotic. The patient's symptoms may be caused by the kyphotic implant. The implant may have moved post-operatively which could have caused the kyphosis. There is a known manufacturing issue with this lot but it is currently unknown if this is what led to the kyphotic implant. The doctor is following up with the patient and this complaint will be updated if there is a change to the outcome. The submission is 1 of 1 devices involved in this event.

Event description:
A patient (49yo, female) was implanted with a pdc sk device at c5-6 on (B)(6) 2025. This implant was identified as one of the lot that was labeled as a 6mm height but was assembled as a 5mm height. This lot is under a fsca. At the (B)(6) 2025 follow-up the patient reported overall improvement of 80% and still had some spasms and mild pain with extension. At the (B)(6) 2026 follow up the patient reported right hand weakness and surgical site irritation, the patient felt like they were regressing. Imaging found that the implant is kyphotic. Surgeon reported that the patient has <1mm range of motion due to the kyphosis. If the patient's symptoms do not resolve the implant will be revised.